Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heart/start xl+ indicating that the device turns off intermittently. The customer was informed that service could no longer be completed on the device as the device had reached end of life (eol). The heartstart xl+ device and all associated service/support was discontinued on 03feb2022. The customer was aware of the end-of-life terms and the device remains at the customer site. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end-of-life terms and the device remains at the customer site. Customer was suggested to check if it is a software or processor board problem and to order: 453564570781 xl+ pca processor. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device is end of life / end of support.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the equipment intermittently turns off. There was no reported patient involvement.